Manufacturer narrative:
Date of event and UDI are unknown, no information has been provided to date. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the "lcd is not working". There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: one device was received for investigation. Upon visual inspection the line cord was uninstalled, a severely cracked tank cover, and broken light emitting diodes (led's) were noted. During functional testing the complaint was confirmed when the other lights on the printed circuit board (pcb) worked but the liquid crystal display (lcd) displayed nothing. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of 2013-01 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.